Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The subject meter has been returned however product analysis has not yet been completed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "hi (greater than 600 mg/dl)" with the subject meter and "380 mg/dl" on another device, performed within a few minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. This complaint is being reported because the subject meter did not meet lfs accuracy criteria. There was no indication that the product caused or contributed to an adverse event.